Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that shortly after pacemaker implant, the pacemaker site became infected, and the patient spent a week in the hospital to address the issue. The patient's infection seemed to be healing well at a follow-up appointment and the patient was in stable condition at that time.